Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the electrophysiologist for acute infection of unknown origin. The system was successful extracted without complication and will be replaced in the future. No further patient complications have been reported as a result of this event.